Event description:
The customer received questionable results for one patient sample. The initial hdl-cholesterol plus 3rd generation (hdl) result was 3.7 mg/dl and initial cholesterol gen.2 result was 97.5 mg/dl. These results were reported outside the laboratory. On (B)(6) 2014, the sample was repeated on another cobas c501 analyzer and the hdl result was 48.2 mg/dl. On (B)(6) 2014, the sample was repeated and the cholesterol result was 211.5 mg/dl. The repeat results were believed to be correct and were reported. The patient was not adversely affected. The hdl reagent lot number was 692279 and the cholesterol reagent lot number was 601532. The expiration dates were requested, but were not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided calibration, qc and instrument alarm data, a general reagent or instrument issue could be excluded. It was noted the customer was not using the required sample tube rack adapters. The most likely cause of the event was a pre-analytical issue related to insufficient sample pipetting.

Manufacturer narrative:
This event occurred in (B)(6).